Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that  there is some type of malfunction with her device. Caller states the ins is stimulating on its own and causing the patient  a ton of pain. Callers states the patient muscles are convulsing and patient  is not able to speak. Caller states it is causing patient  to sit up in bed and lean over because of  such immense pain. Caller states yesterday it caused the patient to have paralysis of the legs and it was effecting her from the waist down but now it is causing her problems above the waist. Caller states they are trying to figure out what is going on or what to do. Pss reviewed option to turn stimulation off if they suspect that is the cause of the .  Agent offered  to walk caller through turning stimulation off but caller states the communicator battery is low and they are charging it. Agent sent link with video on handset use and quick guide so they can turn stimulation off on their own.  No further complications were reported/anticipated at this time.